Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/07/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Complaint sample: complaint sample was not received for investigation. Manufacturing records review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retained sample evaluation: five retain samples of incident code vp2317 and lot t9015 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects but no such defects were observed. The needles were inspected for any attribute defects. The retain samples were tested for needle pull test and found to meet the specification. As the complaint is related to performance-pull off suture needle, needle pull test is applicable & measurable parameter. Needle pull-off test was performed over five retain samples to check the behavior of the swaging process. The average needle pull value of the retain sample was found to be 4.439 kgf and value at release was found to be 4.917 kgf which meets the average usp requirement. All the individual as well as average needle pull-off values were found to meet the requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code vp2317/t9015. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t9015, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and suture was used. During the procedure, the suture and the needle got separated at the swage point. There were no adverse patient consequences reported. No additional information was provided.